Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported that the patient presented to the emergency room with abdominal pain and another indication, however, the patient was not admitted to the hospital. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1989. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the cause of the peritonitis was unknown (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.